Event description:
The patient's mother reported the patient's blood glucose levels started increasing midnight last night and she gave the patient a manual insulin injection. In the morning, the mother noticed the cannula was sticking out of the podpal and the cannula appeared bent. The pod was worn on the patient's leg for between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.